Event description:
Customer reported the system tripped a circuit breaker and would not boot. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found incorrect transformer and power control boards in the system. Parts are no longer available for repair.